Manufacturer narrative:
The exact cause for the reported hydrophilic coating peeling has been revised from manufacturing process to undeterminable the stent delivery system (outer body and inner body) and rotating hemostatic valve (rhv) were returned. Analysis of the stent delivery system revealed that the outer body was kinked and compressed, and the inner body was kinked and broken. In addition, the hydrophilic coating on the outer body was found to be coming off approximately 75.0cm distal to the strain relief. The coating was also scrapped on the proximal shaft. During functional evaluation, resistance was experienced between the inner and outer body; however the stent was able to be deployed on the lab bench. Additional information from the complaint indicated that the stent delivery system was confirmed to be in good condition during/after unpacking and preparation and resistance was experienced during advancement of the stent. It is probable that the observed damages to the stent delivery system (outer body and inner body) were likely caused by the difficulty advancing the device. The observed hydrophilic coating peeling is potentially related to the patient¿s anatomy and procedural factors present during the clinical procedure. However due to the nature of the hydrophilic coating peeling, the manufacturer continues to investigate the matter. Based on the information currently available the exact cause for the reported hydrophilic coating peeling cannot be determined.

Event description:
Analysis of the returned device found that the hydrophilic coating was peeling. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
The stent delivery system (outer body and inner body) and rotating hemostatic valve (rhv) were returned. Analysis of the stent delivery system revealed that the outer body was kinked and compressed, and the inner body was kinked and broken. In addition, the hydrophilic coating on the outer body was found to be coming off approximately 75.0cm distal to the strain relief. The coating was also scrapped on the proximal shaft. During functional evaluation, resistance was experienced between the inner and outer body; however the stent was able to be deployed on the lab bench. Additional information from the complaint indicated that the stent delivery system was confirmed to be in good condition during/after unpacking and preparation and resistance was experienced during advancement of the stent. It is probable that the observed damages to the stent delivery system (outer body and inner body) were likely caused by the difficulty advancing the device. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the hydrophilic coating peeling is indicative of a manufacturing defect and manufacturer continues to investigate the matter.

Event description:
Analysis of the returned device found that the hydrophilic coating was peeling. There was no clinical consequence to the patient due to this event.